Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over. The technical support specialist (tss) determined issue was linked to a backlog of over 9,000 messages stuck on the es server. The external inbound messaging service was stopped and restarted, allowing messages to begin processing. Logs indicated previous errors related to sql execution timeouts and maximum message processing limits. A scheduled task was applied to reboot the service if needed. The customer was informed that the issue was resolved after services were restarted and messages began draining successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system all orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.